Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of allergy to metals ("allergy to nickel") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tachycardia. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), infection ("recurrent infections"), tachycardia ("tachycardia increased following placement"), myalgia ("muscle pain in the knee") and arthralgia ("joint pain in knee"). The patient was treated with surgery (bilateral salpingectomy with resection of uterine cornua, complete recovery of all [essure] system). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, infection, tachycardia and myalgia outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter provided no causality assessment for arthralgia, infection, myalgia and tachycardia with essure. The reporter commented: the patient strongly requested removal of the devices in view of the recent data in the literature. Recent allergy tests had found an allergy to nickel, and bilateral salpingectomy was therefore indicated. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: nickel allergy recently found. Digital vaginal examination - on (B)(6) 2017: increased in volume hysteroscopy - on (B)(6) 2017: excellent visualization. Cervical canal: nad. Uterine cavity: increased in volume, no polyps, no fibroids, normal hyperplasia at end of cycle. Tubal ostia: clearly visible, essure inserts not visualised. Simple ablation of endometrium. Accompanying laparoscopy - on (B)(6) 2017: no incident. Uterus: retroverted, size of a large orange, no adnexal masses. Right uterine tube: ostium clearly open. Left uterine tube: narrow ostium, clearly open. Right and left ovaries: healthy. Recto-uterine pouch: nad. Bilateral salpingectomy with resection of uterine cornua. Resection of left uterine cornua was performed at the same time for safety and with no problem to recover the entire [essure] system, which was also complete. Samples sent for pathological anatomy examination. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and, at an unspecified time after placement, experienced allergy to nickel. A bilateral salpingectomy was performed for removal of the essure system, which was complete and uncomplicated. Allergy to nickel, serious due to medical significance, is anticipated in the reference safety information of essure. The essure inserts consist of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity, as in this particular patient. Given the nature of the event, a causality of essure cannot be excluded (related). This case was classified as incident due to surgical device removal. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of allergy to metals ("allergy to nickel since essure insertion") in a (B)(6) female patient who had essure (batch no. 623644) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tachycardia. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), infection ("recurrent infections since essure insertion"), tachycardia ("tachycardia increased following placement since essure insertion"), myalgia ("muscle pain in the knee since essure insertion") and arthralgia ("joint pain in knee since essure insertion"). The patient was treated with surgery (bilateral salpingectomy with resection of uterine cornua, complete recovery of all [essure] system). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, infection, tachycardia and myalgia outcome was unknown. The reporter considered allergy to metals, arthralgia, infection, myalgia and tachycardia to be related to essure. The reporter commented: all events started since essure insertion. The patient strongly requested removal of the devices in view of the recent data in the literature. Recent allergy tests had found an allergy to nickel, and bilateral salpingectomy was therefore indicated. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: nickel allergy recently found. Digital vaginal examination - on (B)(6) 2017: increased in volume. Hysteroscopy - on (B)(6) 2017: excellent visualization. Cervical canal: nad. Uterine cavity: increased in volume, no polyps, no fibroids, normal hyperplasia at end of cycle. Tubal ostia: clearly visible, essure inserts not visualised. Simple ablation of endometrium. Accompanying laparoscopy - on (B)(6) 2017: no incident. Uterus: retroverted, size of a large orange, no adnexal masses. Right uterine tube: ostium clearly open. Left uterine tube: narrow ostium, clearly open. Right and left ovaries: healthy. Recto-uterine pouch: nad. Bilateral salpingectomy with resection of uterine cornua. Resection of left uterine cornua was performed at the same time for safety and with no problem to recover the entire (essure) system, which was also complete. Samples sent for pathological anatomy examination. Salpingectomy found nothing remarkable . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 258 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of allergy to metals ("allergy to nickel since essure insertion") in a (B)(6) female patient who had essure (batch no. 623644) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tachycardia. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), infection ("recurrent infections since essure insertion"), tachycardia ("tachycardia increased following placement since essure insertion"), myalgia ("muscle pain in the knee since essure insertion") and arthralgia ("joint pain in knee since essure insertion"). The patient was treated with surgery (bilateral salpingectomy with resection of uterine cornua, complete recovery of all [essure] system). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, infection, tachycardia and myalgia outcome was unknown. The reporter considered allergy to metals, arthralgia, infection, myalgia and tachycardia to be related to essure. The reporter commented: all events started since essure insertion. The patient strongly requested removal of the devices in view of the recent data in the literature. Recent allergy tests had found an allergy to nickel, and bilateral salpingectomy was therefore indicated. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: nickel allergy recently found - digital vaginal examination - on (B)(6) 2017: increased in volume - hysteroscopy - on (B)(6) 2017: excellent visualization. Cervical canal: nad. Uterine cavity: increased in volume, no polyps, no fibroids, normal hyperplasia at end of cycle. Tubal ostia: clearly visible, essure inserts not visualised. Simple ablation of endometrium. - accompanying laparoscopy - on (B)(6) 2017: no incident. Uterus: retroverted, size of a large orange, no adnexal masses. Right uterine tube: ostium clearly open. Left uterine tube: narrow ostium, clearly open. Right and left ovaries: healthy. Recto-uterine pouch: nad. Bilateral salpingectomy with resection of uterine cornua. Resection of left uterine cornua was performed at the same time for safety and with no problem to recover the entire [essure] system, which was also complete. Samples sent for pathological anatomy examination. - salpingectomy found nothing remarkable the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-jun-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: information received from the physician (device removal questionnaire): all events started since essure insertion. Physician had no information about procedure of essure insertion as he was not the one who performed it. Removal was performed on patient's request. Salpingectomy found nothing remarkable. Company causality comment: incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.